Event description:
A report was received that the patient was experiencing seizure when using the device. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believes the reported seizures are not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial / lot #: (B)(4), description: st linear lead 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing seizure when using the device. The patient underwent an explant procedure.